Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional device product code is odp. Other¿partial (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number a device history record review could not be performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery on (B)(6) 2016, the torque limiting attachment broke into two pieces while performing a power screw insertion. Both pieces of the torque limiting attachment were retrieved without any surgical delay. There was no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgical procedure was for an open reduction internal fixation (orif) of the elbow. The torque limiting handle broke in half, as a clean break. There were no fragments generated and the broken pieces were easily retrieved. No additional medical intervention was required. The surgeon used a different type of torque limiting handle from another set to successfully complete the procedure.